Event description:
It was reported that when the right pedal is used to coagulate, the console shuts down and displays error code 102.1. The photoselective vaporization of the prostate could not be completed due to this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that when the right pedal is used to coagulate, the console shuts down and displays error code 102.1. The photoselective vaporization of the prostate could not be completed due to this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The device is not available for analysis; however, the console was field serviced and inspection revealed the reported error code was for the resonator hardware interlock bit. The plug was fitted without a ferrule, the screw connection was loose. The problem was fixed and the console passed functional and electrical safety testing. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; however, the console was field serviced and inspection revealed the reported error code was for the resonator hardware interlock bit. The plug was fitted without a ferrule, the screw connection was loose. The problem was fixed and the console passed functional and electrical safety testing. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that when the right pedal is used to coagulate, the console shuts down and displays error code 102.1. The photoselective vaporization of the prostate could not be completed due to this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.